Event description:
Allegedly darco headed screw was stripped out during surgery.

Manufacturer narrative:
The distributor of aap's cannulated screws, (B)(6), informed aap about an incident with a cannulated screw sold under the brand darco headed screw. The screw has not been returned to wright medical or aap. Therefore, further investigation and identification of a root cause are not possible.